Manufacturer narrative:
The user facility submitted medwatch (B)(4) and mw5109988 for this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an upstream occlusion alarm was generated on a spectrum iq pump during patient infusion. The patient was transferred to the medical ICU (micu) and arrived on a stable dose of levophed 25mcg/min. Twenty minutes later, the levophed was switched to micu pressors. ¿shortly afterwards¿ the patient experienced cardiac instability. A blood pressure (bp) reading was unable to be obtained (via a noninvasive bp cuff). Vasopressin was added 30 minutes after the transfer and epinephrine was added 40 minutes after the transfer. An emergent arterial aline was placed and levophed was maxed at 100mcg/min. It was reported the patient began ¿chemically coding¿. The patient received 3 amps of sodium bicarbonate, 1g calcium chloride, 150 mg amiodarone, 1g magnesium, and 2mg of epinephrine pushes before stabilizing on 100 mcg/min levophed, 0.04 u/min vasopressin and 10mcg/min epinephrine. Approximately an hour and 55 minutes after the patient transfer, the pump alarmed "upstream occlusion" on the spectrum pump delivering the levophed. The nurse noted that the blue clamp was partially occluding the infusion line and that the levophed bag was still completely full (250ml) despite the pump display reading of "volume to be infused" showing 8ml remaining in bag. The nurse resolved the upstream occlusion which resulted in the patient's bp spiking to 211/98 (133) on the arterial line. The nurse immediately weaned the epinephrine ¿completely off¿ and then weaned the levophed infusion to 15 mcg/min and 0.04u/min vasopressin. According to the reporter, the levophed infusion ran for one hour and 35 minutes at a rate of 187 cc/hr with a partial clamped infusion line before generating an alarm. Further reporting the pump was never silenced during the ¿peri-code¿. No additional information is available.

Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. A review of the event history log for the reported event date shows similar events recorded matching those reported. An upstream occlusion alarm occurred 5 minutes after beginning the infusion. The alarm was cleared by the user, the pump resumed, and the user confirmed flow. The pump continued for 1 hour and 27 minutes, during which the user increased the rate 5 times. After 1 hour and 27 minutes a second upstream occlusion alarm occurred. The user reported that a slide clamp was found partially occluding the line. The device was not returned and therefore, a device analysis could not be completed. Through event history log review there is a potential that this is related to the issues described in fa-2021-056. If an upstream occlusion in the line is not cleared and the pump resumed, a subsequent alarm may be delayed or may not occur. As part of the updated instructions for use of spectrum pumps, it reinforces proper intravenous (IV) line setup and detection of upstream occlusion. Should additional relevant information become available, a supplemental report will be submitted.